Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient was going to the bathroom more often. The patient did not feel stimulation on and off for two months. The patient¿s stimulator had been turned off. The patient¿s healthcare provider then turned stimulation back on. About a week prior to call, the patient saw the change programmer battery screen and replaced the batteries. The day prior to call, the programmer screen was blank and would not power on. The programmer had been dropped, but not gotten wet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va0d3d2, implanted: (B)(6) 2014, product type: lead. (B)(4).